Event description:
It was reported the patient's pump was explanted due to infection. Staff at patient's rehab facility noticed his incision had opened and could still see the pump approximately 2 weeks after implant. Patient was not feeling well. The pump was removed and the surgeon noted the pump pocket and catheter were infected. The drug contained in the pump was lioresal with a concentration of 500 mcg/ml but the dosage was unk. Patient's status post-recovery was unk. Additional information has been requested and will be made as follow up as it becomes available.

Manufacturer narrative:
(B)(4)